Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon burst at a balloon check before the device was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): did any piece fall into the patient?---no. If so, was it retrieved? ---n/a. Did the issue occur pre-operative or intra-operative? Pre was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no the device returned had a leak at the adhesive joint. We have made improvements in the adhesive joint to reduce this failure mode. The batch history records were reviewed with no anomalies noted.